Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement and self test. No blank display noted during testing. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer tried all the remedies. Customer also reported that the insulin pump had blank display. Customer stated that battery cap was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.